Manufacturer narrative:
Review of the batch manufacturing records indicates packs were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding ampoule fracture. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Individual pack of cement 6197-9-001 lot mgy035 was opened at the hospital - no cover was on the cement liquid.

Event description:
Individual pack of cement 6197-9-001 lot mgy035 was opened at the hospital - no cover was on the cement liquid. Please see attached image.

Manufacturer narrative:
Reported event: an event regarding packaging issue involving a simplex liquid ampoule was reported. The event was confirmed through the photograph received. Conclusion: the photograph shows an empty monomer ampoule cleanly cracked at the neck. The ampoule sits inside a warped looking blister with no evidence of tyvek cover/seal. There is no glass fragments present to indicate the breakage occurred in transit. A memo, documenting the controls in place in the simplex liquid line to mitigate the occurrence and subsequent escape of any simplex liquid product with no tyvek lid/empty ampoule with no head was provided by the manufacturing cell quality engineer which concludes the following: each ampoule is only opened, filled and subsequently closed within a class 5 isolator. Following this a 100% inspection step is performed on each ampoule. Each ampoule is then packed into a blister-pack assembly i.e. Ampoule hand packed into a pre formed blister and a single tyvek is sealed over this blister. This process is carried out in an iso class 7 cleanroom environment. Following this, on 2 separate occasions a further 100% inspection is carried out prior to finished goods aql. These controls coupled with the in process checks above i.e. Hand packing and check-weigher system, it can be determined that the issue detailed in (B)(4) did not occur during the manufacturing process of the simplex liquid used in (B)(4). The exact cause of the event could not be determined because insufficient information was provided. Additional information, including more detail regarding the condition of the ampoule blister/outer carton/remainder of the 10-pack and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.